Event description:
It was reported that the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and recommended re-downloading the firmware to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.